Event description:
As part of alzheimers research study pt was given a brain shunt to determine effects of cerebrospinal fluid drainage, etc. This was the initial study and surgery to be reviewed by FDA of further trials and use. Rptr feels that future pts, if any, should be 1) screened for stage of alzheimer's as pt was not early stage by time of surgery 2) hearing aid impairment (without headache) could not hear instructions in hosp. 3) alerted about length and invasiveness of surgical procedure which caused much stress.